Manufacturer narrative:
H.3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd alaris¿ smartsite¿ low sorbing extension set tubing was kinked when removed from the packaging. This complaint was created to capture the 1st of 2 related incidents. The following information was provided by the initial reporter: "description of issue: tube low sorb ext 0.2 filter, item ID 97258. We removed from package, tubing kinked, able to prime tubing, however at the kinked area, a white haze is noted. Also, as we unkink the area when there is solution, the white haze spreads. Again this complaint is from may so I¿m not comfortable going back to the end user, but that being said. The product was defective out of the package therefore no patient involvement, no procedure product was not used."

Event description:
It was reported that the bd alaris¿ smartsite¿ low sorbing extension set tubing was kinked when removed from the packaging. This complaint was created to capture the 1st of 2 related incidents. The following information was provided by the initial reporter: "description of issue: tube low sorb ext 0.2 filter, item ID 97258. We removed from package, tubing kinked, able to prime tubing, however at the kinked area, a white haze is noted. Also, as we unkink the area when there is solution, the white haze spreads... Again this complaint is from may so I¿m not comfortable going back to the end user, but that being said. The product was defective out of the package therefore no patient involvement, no procedure¿.product was not used."

Manufacturer narrative:
The following fields have been updated due to additional information: d.9. Device available for eval?: yes d.9. Returned to manufacturer on: 10-aug-2023. H.6. Investigation summary: a complaint of tubing being kinked out of packaging and having a white haze was received from the customer. Two samples were returned for investigation. Through visual inspection, the customer complaint of kinked tubing was confirmed. The tubing was kinked below the filter. A device history record review for model 20350e lot number 23019262 was performed. The search showed that a total of (B)(4) units in 1 lot number were built on 18jan2023. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. After the investigation and along with manufacturing and quality operations team, the potential causes for the condition reported is a combination of excess of solvent and incorrect coiling process, additionally once the tubing is subjected to sterilization process this condition could be more noticeable. A quality alert was generated to communicate and reinforce the correct assembly process and avoid gaps. The medical 15 bushing evaluation was carried out to reduce the solvent in the medical 15 solvent dispenser. Additionally, a second quality alert was generated to communicate and reinforce proper and correct coiling process. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.